Event description:
It was reported that eight days after implant, the right ventricular (rv) lead had loss of ventricular capture and ventricular standstill for three seconds with patient complaints of dizziness . The lead also had high impedance and elevated threshold. Chest x-ray revealed the lead had perforated the right ventricular apex. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).